Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the pen needle falling out of the outer cover. The following information was provided by the initial reporter. The customer stated: the customer reported the following issues: after use, the pen needle fell out of the outer cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/16/2021. H.6. Investigation: two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and a bent patient end of cannula was observed on one sample, no manufacturing related issues were observed. An attachment of the pen needle sample to a pen was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle, the device experienced the pen needle falling out of the outer cover. The following information was provided by the initial reporter. The customer stated: the customer reported the following issues: after use, the pen needle fell out of the outer cover.